Event description:
It was reported that there had been a balloon rupture. A percutaneous coronary intervention was being performed on an unspecified target lesion was moderately calcified. A 10mm x 3.5mm wolverine coronary cutting balloon was inflated three times. The balloon was inflated to four atmospheres for 45 seconds, a second time to six atmospheres for 45 seconds, and on the third inflation the balloon ruptured at ten atmospheres. No visual issue had been noticed prior to the use of the balloon. The procedure was completed with another of the same device and there were no patient issues reported to have occurred.

Event description:
It was reported that there had been a balloon rupture. A percutaneous coronary intervention was being performed on an unspecified target lesion was moderately calcified. A 10mm x 3.5mm wolverine coronary cutting balloon was inflated three times. The balloon was inflated to four atmospheres for 45 seconds, a second time to six atmospheres for 45 seconds, and on the third inflation the balloon ruptured at ten atmospheres. No visual issue had been noticed prior to the use of the balloon. The procedure was completed with another of the same device and there were no patient issues reported to have occurred. The device was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified that the hypotube was kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No other issues were identified with the hypotube of the device that may have potentially contributed to the complaint incident.